Manufacturer narrative:
Device passed self test and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. No pump error 63 alarm noted during testing or listed in device history.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. The insulin pump was intermittently beeping and sometimes it did not beep when it gave an alert though it vibrates and when she checked the audio settings, the audio was turned on. The customer also reported that they were receiving multiple blood glucose required requests and the sensor was not adhering properly. The customer¿s blood glucose was 122 mg/dl. The insulin pump will be returned for analysis.